Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that a patient implanted with four es2 integrated blade screws, four xia blockers, and two mantis rods experienced an infection post-operatively. It was further reported that the patient was revised and the devices were explanted. This report captures the third of four xia blockers.

Manufacturer narrative:
We received six possible lot numbers for the device and will update the record if we receive more information. The lot number could be 92v, 2pv, 2px, 2rb, 2tx, or 2yw.